Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the tip of a neuron max fell off as the assistant flushed the neuron max on the back table. The damage to the neuron max was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
There was a small piece missing from the distal tip of the neuron max. There was a slight bend at the mid-shaft of the neuron max . Evaluation of the returned neuron max revealed a small piece missing its most distal tip. This damage is likely a result of the distal tip of the catheter becoming pinned between the mandrel and the packaging tube. If the neuron max is retracted further after becoming pinned, this fracture damage may occur. Further evaluation revealed a bend in the neuron max mid-shaft. This damage is likely a result of packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.